Event description:
Welch allyn service identified a defib error 11 code upon powering up of the device. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The cause of the error code was due to a solder bridge (electrical short) across a capacitor on the fire control circuit board. This solder bridge caused a short circuit (result code 121) condition in the circuitry generating the error code. The solder bridge was removed and the capacitor cleaned to resolve the failure. Upon completion of the repairs, the device performs to specifications.